Event description:
It was reported that during a tfn procedure the surgeon hammered the blade in, and he had trouble removing the set-up. He unscrewed and removed the coupling screw but had difficulty with the pinchers on the blade arm, they seemed to be snagging inside the blade arm; the trochar and hb would not release. Eventually, the set-up was removed and the surgery was completed without further incident and with no report of adverse effect to the patient. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)